Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant, the patient started to experience diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was done twice, but when the patient got home it started to pulsate again. It was pounding so hard that the patient could not sleep. The patient additionally reported going to the emergency room to have it reprogrammed again. The lv lead remains in use. No further patient complications have been reported as a result of this event.